Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that tube of the gripper port-a-cath needle tore at the connection site during use with a patient and resulted in fluid leakage. The incident occurred at the patient's home immediately upon use. The device was handled by healthcare professionals. The issue was addressed by replacing the defective needle with a new one. However, the root cause of the failure remains undetermined. The event involved a patient and required medical intervention which included sepsis and hospitalization. The patient has since recovered after being hospitalized.